Manufacturer narrative:
Additional information received indicated that after troubleshooting, the reported issue was resolved, and pump was functioning as expected. MDR code b17 removed and code b13 added.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.